Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: eua(B)(4). The following information was provided by the initial reporter: "this is a report about false positive occurring with bd sars-cov-2 for max (44500301). According to the customer's report, false positive occurred in two cases. Case 1 (run90) [event date: unknown]: of 22 samples, two were tested positive but were negative in the subsequent re-test. Positive sample numbers are (B)(6). Case 2 (run96) [event date: (B)(6) 2021]: of 7 samples, four were tested positive but were negative in the subsequent re-test. Positive sample numbers are (B)(6)."

Manufacturer narrative:
The following fields were updated due to additional information: medical device lot #: 0302986. Medical device expiration date: 6/11/2021. Device manufacture date: 10/28/2020. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0302986 was performed by the review of the manufacturing records, analysis of the customers data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0302986 was manufactured according to specifications and met performance requirements. Customer reported suspected false positive results that gave negative results upon retest with the bd sars-cov-2 reagents for bd max" system. These six false positive results were obtained in two runs (#90 and 96) from instrument ct2087. The customers udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Manual pcr curve adjudication was conducted across n1 positive samples involved in the discrepancies in the initial test. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Pcr curves revealed late and low but true amplification without anomaly, indicative of true n1 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customers site. Based on the data provided, bd was unable to confirm the exact cause of the customers positive results. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0302986. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "this is a report about false positive occurring with bd sars-cov-2 for max (44500301). According to the customer's report, false positive occurred in two cases. Case 1 (run90) [event date: unknown]: of 22 samples, two were tested positive but were negative in the subsequent re-test. Positive sample numbers are (B)(6). Case 2 (run96) [event date: (B)(6) 2021]: of 7 samples, four were tested positive but were negative in the subsequent re-test. Positive sample numbers are (B)(6). "